Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. The customer consumed juice to treat low bg level. Reportedly, the customer's carbohydrate ratio is too high and the customer's health care provider (hcp) has instructed the customer to change the carbohydrate ratio to 1units/ 20grams. Recommendation was made to consult with hcp regarding diabetes management.